Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the device was leaking. They were able to manage the leak and complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.